Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt began experiencing discomfort around his thoracic incision approximately two months ago. It was reported the lead incision site appeared normal. Follow-up indicated the pt consulted with his physician and no action will be taken at this time. The physician will continue to monitor the issue.